Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint #: (B)(4). After additional follow-up was completed, it was indicated that this was not a depuy synthes joint reconstruction product.

Manufacturer narrative:
Product complaint # (B)(4). Follow up is currently ongoing to identify the specific product information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Will not lock.